Event description:
Customer reported an issue with the pump screen being frozen and unresponsive to touch inputs. There was no adverse impact to the customer's blood glucose level. Customer attempted a pump reset but the issue persisted, leading technical support to arrange for a replacement pump with updated software and to guide the customer through next steps, including putting the problematic pump into storage mode before returning it. Customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted.